Manufacturer narrative:
Omit : c20 no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported the syringe module did not recognize the correct syringe size. Device was give a preventative maintenance test and returned to service. There was no patient involvement. Upon preliminary customer internal investigation it was alleged a calibration set with an incorrect diameter was utilized. Manufacturer representative was unable to recreate event using a manufacturer supplied device. Although requested customer did not return a sample device for investigation.

Event description:
It was reported the syringe module did not recognize the correct syringe size. Device was give a preventative maintenance test and returned to service. There was no patient involvement. Upon preliminary customer internal investigation it was alleged a calibration set with an incorrect diameter was utilized. Manufacturer representative was unable to recreate event using a manufacturer supplied device. Although requested customer did not return a sample device for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.